Manufacturer narrative:
Additional information of the possible under delivery on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer never reported a possible over delivery with the medtronic device or insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may be over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump was recommending a second bolus. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.